Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined the scanner had intermittent failures. A field service engineer confirmed with customer while enroute that the fingerprint scanner was working properly. The system functioned as intended after the customer assessed the device.

Event description:
It was reported by the customer that a pyxis anesthesia es system scanner had failure, preventing user from removing the required medication and causing delays. There were no adverse events or injuries reported based on this event.